Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number (B)(4) was received on (B)(4) , 2017 and confirmed to be serial number (B)(4) .there was a relationship found between the returned device and the reported incident. A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(4) 2014. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4).

Event description:
It was reported that the mdu was overheating during use. No delay or patient impact was reported.